Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was high resistance in the pump battery. Eval code-result updated. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing lioresal (2000mcg/ml at 650mcg/day). The indication for use was intractable spasticity. It was reported that the patient's pump began alarming on (B)(6) 2017. The patient heard a beep every 9 minutes and 45 seconds for several hours, then the alarm stopped. The patient was in the emergency room (ER) and was to have the pump interrogated. The pump was replaced and the issue was considered resolved. There were no environmental, external, or patient factors that were thought to have led or contributed to the issue, and the patient's status was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received from a manufacturer's representative (rep). It was stated that the rep didn't have the interrogation print-out, as the hospital had interrogated the pump. The pump was returned to the manufacturer for analysis.